Event description:
It was reported that the right ventricular (rv) lead alert triggered for high impedance and noise. The rv lead shock detections were programmed off, and the lead remained in use. Further it was indicated that the rv lead encountered a spike in impedance, along with short interval counting issue, and an apparent fracture. Subsequently, the rv lead was partially extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, rv pace impedance steady at 420 ohms through (B)(6) 2014, rises out of range (greater than 3000 ohms) starting (B)(6) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, 14 non sustained episodes with v-v intervals less than 220 ms between (B)(6). Multiple non sustained episodes per day starting (B)(6) 2014, and 154 ventricular (sic)/day over last 30 days. Lead failure predictor triggered on (B)(6) 2014 for ventricular (sic) and non sustained episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).